Event description:
It was reported that the water did not cool down on the arctic sun device. As per review of wo on 22may2023, no patient involvement. Symptoms were detected during the equipment inspection. As per review of wo on 15jun2023, mixing pump was fine. Chiller pump was fine and found chiller assy problem.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller unit. The device was evaluated and the reported issue was confirmed as the device was unable to cool. The chiller was replaced. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, g,h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water did not cool down on the arctic sun device. Per review of wo on (B)(6)2023, no patient involvement. Symptoms were detected during the equipment inspection.